Event description:
On (B)(6) 2013 the reporter contacted animas alleging that on (B)(6) 2013 the patient was admitted to the ICU due to diabetic ketoacidosis (dka) after not responding to a call service alarm. The patient reportedly did not hear the alarm, went into dka and lost consciousness, and 911 was dialed when someone found him unconscious. There were no reported blood glucose values. The patient was reportedly placed on an insulin drip and was discharged on (B)(6) 2013. The patient was reportedly off the pump and using insulin injections at the time of the call to animas. A review of the pump history indicated the call service alarms occurred at 12:00am, 12:21am, and 7:19pm. The pump was found to be appropriately emitting alarms to alert the user of an issue. This complaint is being reported due to the allegation that the patient experienced severe hyperglycemia related to inadequate response to appropriately emitted alarms.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, a review of the pump history showed call service alarms on (B)(4) 2013. During testing, a load rewind, load and prime sequence was performed successfully. The pump was exercised for a 24 hour duration test with no call service alarms occurring. The pump successfully completed 29 hour flow accuracy test. The force sensor calibration was found not to be within specifications. The force sensor resistance was found to be within specifications. The pump cover was removed and showed evidence of internal moisture. The call service alarm issue was verified in the history but could not be duplicated during the investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.